Event description:
Pump reported to be set up at 21 ml/hr with a 500 ml bottle of lipids. When the pump reported 99 mls left to infuse, the bottle was found empty and the pump alarming. No pt injury resulted.